Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No moisture damage found inside the pump. Pump received with cracked case at display window corner, broken belt clip slot, minor scratched display window.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 140 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.